Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4).additional information provided in h6 and h10.a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.no product sample was received; therefore, visual and functional testing could not be performed, root cause could not be determined, and no corrective action was performed.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes neo/ped tts cuff did not inflate symmetrically .no patient adverse events reported.